Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374 or k090140. MFR date unknown as lot # is unknown. Summary of investigational findings: based on the limited information provided, it is not possible to determine the root cause for the reported celect "filter leg had fractured.'' Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Furthermore, filter retrieval is occasionally difficult. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter was placed 5 years ago for dvt. Patient presented to the hospital asymptomatic . Cava gram was performed and it was noted that a filter leg had fractured. The filter leg is fractured; however, it is still in the location at which the filter was placed. The doctor attempted to retrieve the filter but was unsuccessful due to being unable to capture the hook of the filter. Additional actions/treatment is undetermined for the patient at this point. Follow up to be determined. Patient outcome: the filter remains in the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Implant date: unknown as information was not provided. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description of event according to complainant: filter was placed 5 years ago for dvt. Patient presented to the hospital asymptomatic . Cava gram was performed and it was noted that a filter leg had fractured. The filter leg is fractured; however it is still in the location at which the filter was placed. The doctor attempted to retrieve the filter but was unsuccessful due to being unable to capture the hook of the filter. Additional actions/treatment is undetermined for the patient at this point. Follow up to be determined. Patient outcome: the filter remains in the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.